Event description:
During verification testing at the service center, it was noted that the door roller and door roller pin were broken off.

Manufacturer narrative:
Testing and investigation found the device door roller and the door roller pin were broken off. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.